Manufacturer narrative:
The events of granuloma, seroma-late and necrosis are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, granuloma, seroma-late, and necrosis. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence.

Event description:
Patient reported ¿swelling and liquid around the implant¿. Patient representative reported that the patient is "very concerned." Healthcare professional reported ¿pain, edema and yellowish discharge from left breast, ¿discontinuity of skin in the breast¿, ¿relapsing seroma¿, possible rupture, chronic and acute inflammatory process with granulomatous element associated to fibrosis in the sample¿, and the patient performed a decompression puncture, drained the breast out of necessity (due to the large volume in the breast), in addition to the seroma being ¿trying to get out of the scar¿. The device remains implanted.

Event description:
Patient reported ¿swelling and liquid around the implant¿. Patient representative reported that the patient is "very concerned." Healthcare professional reported ¿pain, edema and yellowish discharge from left breast, ¿discontinuity of skin in the breast¿, ¿relapsing seroma¿, possible rupture, chronic and acute inflammatory process with granulomatous element associated to fibrosis in the sample¿, and the patient performed a decompression puncture, drained the breast out of necessity (due to the large volume in the breast), in addition to the seroma being ¿trying to get out of the scar¿. The device remains implanted.

Event description:
The health professional additionally reported that the patient experienced "cutaneous fistula" and "inflammatory process." Reported device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.